Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044250) in united states on 07-oct-2015 which who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The consumer stated after essure she developed an allergy (dermographism or urticaria factitia). She had also experienced back pain, joint pain, tiredness, excessive sweat; she mentioned she could barely walk, lack of energy, and depression. She mentioned her rx meds (understood as prescription medication) was fexofenadine. No otc (over the counter) medication was used. On (B)(6) 2015, she removed the devices and at time of the reported she stated she was already feeling better. -result and assessment of the product technical complaint investigation received on 24-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had an allergy (dermographism or urticaria factitia) and back pain after essure (fallopian tube occlusion insert) insertion. The devices were removed (approximately 6 year after their implantation). These events were considered serious due to their medical importance and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives (urticaria) that resolve after device removal. In this particular case, consumer had dermographism or urticaria factitia. This condition is a type of physical urticaria (related to trauma or contact); usually idiopathic, but also triggered by drugs, infestations and insect bites. Although the reported urticaria type is not expected as a consequence of essure therapy; considering consumer reported an improvement of her symptoms after device removal; a contributory role of the suspect insert cannot be excluded. The same assessment is given for the reported back pain; since this event may occur during essure therapy. This case was regarded as incident, as device removal was required. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. No active follow-up will be pursued (case was identified during health authority website monitoring).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.